Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 411 mg/dl. The customer was admitted to the hospital. The customer stated that she was sick and throwing up. The customer cause of emergency room visit was diabetic ketoacidosis. The customer is currently still in the hospital. The customer was wearing the pump at the time of emergency room visit. The customer found out the cannula is tilted and bent to one side. The customer was advised this may have contributed to high blood glucose. The customer will call back later time to finish troubleshooting with the high blood glucose because she was about to eat.